Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
It was originally reported that the tb needle was detaching from the hub while drawing up an unspecified vaccine and that it also detached and remained in a child's leg during vaccine administration. Due to the reported incident, and in an abundance of caution, this is an MDR reportable event. No additional details available. No samples available for review.